Event description:
It was reported that while preparing a patient for biopsy/breast surgery, the patient was being positioned for final imaging of wire placement when the c-arm started moving uncommanded in a downward motion toward the patient who was seated in a biopsy chair. The patient was evaluated by a nurse and breast surgeon and it was determined that no medical intervention was necessary. There was only a mark noted where the system had pressed on the patient's legs. A field engineer was dispatched to the site and it was determined that the foot pedals needed to be replaced. Once this was completed, the system was working as intended.